Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported patient customer was brought to emergency room last (B)(6) 2014 due to high blood glucose and was transferred to (B)(6). Customer's blood glucose was 415 mg/dl. Customer was wearing the insulin pump when she was brought to the emergency room and taken off the insulin pump. Customer had diabetes ketoacidosis and was flushing ketones by the time she was transferred to (B)(6). She was given 22 units of lantus and 2.5 units of humalog then transferred to (B)(6). Customer's blood glucose at the time he was admitted to (B)(6) was 169 mg/dl. The patient was kept in the hospital overnight to make sire that she was fine. The customer will monitor the issue and will call back for further assistance. No further information provided.